Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderate tortuous and severely calcified shunt. A sv/6.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 2 seconds the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications nor injuries reported and the patient condition was good after the procedure.